Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The reported issue was related to a defective dc power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was placed on an impella cp for hemodynamic support. While on support, the automatic impella controller (aic) experienced a controller failure (red alarm). The issue was resolved by changing out the console. There was no reported harm or injury to the patient.